Event description:
The complainant stated the nurse call function is not working on the bed. He has replaced the communications cable and moved the bed into a known working room but the problem remained.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.